Event description:
It was reported that one day post-implant, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A rise in thresholds and a drop in amplitude morphology measurements were also observed on the rv channel. Surgical intervention was performed, and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.